Event description:
It was reported the pt ((B)(6)) experienced difficulty establishing communication between the ipg and pt programmer at times. When communication was established, the pt would not achieve effective stimulation. In addition, the pt reported feeling stimulation, even when stimulation was off. Follow up info revealed intraoperative testing was performed to check impedance values with no abnormal values noted. The ipg was then explanted and replaced, which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.